Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which a hole in the left proximal cylinder outer layer was noted. All components were removed and a new ipp was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. During visual inspection it was noted that the first cylinder had wear at fold in the middle of its body, the outer tube was detached in the proximal end and broken fabric threads from kink resistant tubing (krt) wear were present in the proximal end of the component body. Cylinder 1 did not pass leakage test. The second cylinder had wear at fold in the middle and distal end of its body; however, it passed leak testing. The pump was visually inspected, leak and functionally tested. No visual damage or abnormalities were noted, and no leaks were identified in the component; however, the pump did not pass activation testing during the functional inspection. Based on the information available and analysis results, the fluid leak identified in the first cylinder and the pump not passing the activation test could have caused or contributed to the reported clinical observations of a hole in the cylinder and mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which a hole in the left proximal cylinder outer layer was noted. All components were removed and a new ipp was implanted. There were no patient complications.